Event description:
It was reported that the fiber broke in the nephroscope during the percutaneous nephrolithotomy procedure. The procedure was completed with another device. There were no patient complications.